Event description:
Shunt implanted in august, 1994. Towards the end of 1996, the patient (8 year old boy) started getting headaches. The headaches increased when the patient was in upright position and subsided when lying down. A CT scan showed slit ventricles. In april, 1997, continuous intracranial pressure recording was performed (camino transducer) showing pressure levels of 0 and below, further falling in upright position.